Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #s 3005099803-2012-01943 and 3005099803-2012-01944 address the other devices. It was reported to boston scientific corporation that three sensation medium stiff standard oval snares were used during a polypectomy procedure performed on (B)(6) 2012. According to the complainant, the first snare (3005099803-2012-01943) was tested prior to the procedure and was observed to extend and retract properly. However, once the device was introduced into the patient's colon, the wire failed to transmit current and cautery could not be achieved. The device was removed and a second sensation snare (3005099803-2012-01944) was introduced, but this snare also failed to cauterize. The same issue reportedly occurred with the third sensation snare (3005099803-2012-01945); therefore, the procedure was completed with another sensation snare from a different lot. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The reported event: current failure. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.